Manufacturer narrative:
The pod was received with the soft cannula deployed. Corrosion was visible inside the device on the patient history board (phb) assembly. All attempts to retrieve the download data from the pod were unsuccessful. Measurement of the battery voltages found all three battery voltages to be lower than expected due to the corrosion. An external power supply was attached to the pod, and then to the detached pcb assembly, in attempts to establish communication with the master relay. These attempts were unsuccessful and the download was unable to be retrieved due to the observed corrosion. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, which resulted in an internal fluid leak and contributed to the observed corrosion. No other damages or deficiencies that would result in a hazard alarm were observed. It could not be conclusively determined if the internal leak contributed to the reported alarm. Without the data, it could not be determined if a hazard alarm was generated by the pod. The exact cause of the reported hazard alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 1 and 4 hours on the infusion site (abdomen). As treatment, no treatment information was provided.